Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted into the intensive care unit for high blood glucose on (B)(6) 2016. The customer reported their blood glucose rose to 1038 mg/dl at the time of incident. Customer attempted to treat their blood glucose with a bolus, but their blood glucose did not lower, prompting the hospitalization. The customer reported vomiting as a symptom of their high. Customer stated the cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an IV of fluids and insulin drip. Customer was wearing the insulin pump at the time of hospitalization. Customer's current blood glucose was 205 mg/dl. The customer declined to return the insulin pump for analysis.